Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the tip of the rv lead was unable to be retracted after extending and retracting two times. The rv lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.